Manufacturer narrative:
The products remain implanted, therefore their exact conditions are unknown. Manufacturing documentation was reviewed and found conforming. On (B)(6) 2015 operative notes indicate that the patient was diagnosed with illiopsoas tendinitis and had a major capsular contracture, which may not be fully healed/resolved at this time and still presenting with pain. The illiopsoas was noted to be extremely thin and very abraded with yellowish-brown tissue seen where the tendon was stretched and abraded over the rim of the shell. A fragment of the poly liner was removed at this procedure, and the liner was not replaced. The patient also noted that he was told to perform a "frog-like" stretch in physical therapy where he pulled his ankles close to his chest. This caused a feeling like a snap of tissue, causing pain and a limp to persist. This motion does not sound like it complies with standard tha postoperative indications. With the information provided the physical therapy maneuver likely violated tha postoperative indications and is contributing to the pain, and likely directly caused the limp. The previous condition of the illiopsoas tendon is likely also contributing to the patient's pain, as well as the in-situ damaged poly liner.

Manufacturer narrative:
Additional progress notes were received and reviewed. Physical therapy notes state that the patient reports decreased pain after his (B)(6) 2015 psoas release. Notes about lower back symptoms, including pain and spasms, are indicated with no additional information provided. Tendinitis in the lower back and left hip are noted during a (B)(6) 2015 evaluation date, as well as a fall at work down some stairs on (B)(6) 2012. The presence of a compromised lumbosacral alignment is also noted. It cannot be determined to what degree, if any, the patient's back issues are contributing to his hip pain. The additional information gives no alternate definitive root cause other than that which has been previously stated.

Event description:
It is reported the patient is experiencing pain and a limp.

Manufacturer narrative:
This report will be amended when our investigation is complete.